Manufacturer narrative:
(B)(4). The complaint investigation determined the reported difficulty was related to manufacturing issues associated with the protective sheath. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit. Abbott vascular communicated the voluntary field action to the FDA. Corrective action has been implemented per site operating procedures. The product will continue to be trended. A unique device identifier (UDI) was not provided because this event is not specific to just one part and lot number.

Manufacturer narrative:
(B)(4).

Event description:
Abbott vascular has initiated a voluntary field action regarding specific lots of the nc trek rx coronary dilatation catheter, nc traveler rx coronary dilatation catheter, and nc tenku rx ptca balloon catheter. Product from the identified lots may exhibit difficulty in removing the protective balloon sheath which can result in issues with inflating or deflating the balloon. The worldwide frequency of tight sheath removal, inflation and deflation reported events is 0.12%. Potential risks associated with balloon inflation and deflation difficulties include air embolism, additional intervention, thrombosis, myocardial infarction and death. The internal recall number is 2024168-3/17/2017-002-r.